Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for kinked or shaft detachment from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the 3.5x12 mm rx xience xpedition stent delivery system (sds) was removed from the package and the proximal shaft kinked. An attempt was made to straighten the kinked portion and the proximal shaft separated into two pieces. The device was not used and there was no patient involvement. A new same size rx xience xpedition was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.